Manufacturer narrative:
Device received with broken battery tube thread noted.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
Customer reported via phone call that the they experienced hyperglycemia. The customer blood glucose level was 400mg/dl. Customer was treated with manual injection. Customer also stated battery compartment had crack. The customer was advised to discontinue use of the insulin pump and to revert to the back-up plan. The device will not be return for analysis.